Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a black wire that came out. The procedure was completed with no reported injury.